Event description:
Port in for approx 2 mos. Port not functioning well since placement. During 1st dose of chemo., pt got a large hematoma. During 2nd dose, extravasation of adriamy acin occurred. Dye study was done which showed dye going from one port to the other. The port was removed 9/19/97. Pt received protocol for infiltration.

Manufacturer narrative:
The implicated product is a dual plastic port with open-ended catheter. No product has been forwarded for eval. A lot history review reveals no related mfg issues and no other complaints with this lot. No product has been forwarded for eval; inconclusive. Documents within the complaint file indicate the port had been in place approx 2 mos before it had been utilized for chemotherapy. The complaint file also indicates non-specific difficulties had been encountered with the device since placement. The incident is described as cross-talk between port reservoirs with extravasation. The lack of availability of the complaint sample for a thorough physical examination precludes a definitive conclusion for the complaint incident. However, a fibrin sheath over the catheter outer diameter can prevent infused solutions from entering the vein; the infusate instead is detoured back toward the port via the second lumen. If the sheath extends from the catheter's distal tip through the point of entry into the vein, extravasation of part of, (or all of) the infusate could occur. If only part of the infusate flows into the subcutaneous tissue, the remainder may follow the second lumen to the second port reservoir (and out any needle placed into the port, as is described in the complaint file). Fibrin sheaths are listed in the product instructions for use as a complication of central venous catheters. Fibrin sheaths can be dissolved with various medicinal products.